Event description:
The customer contact reported a separation. On an unspecified date, the unspecified tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that the tubing separated from an unspecified clave port of the tubing set. No specific details were provided. Although there was potential for a leak, no leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.